Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged and the pump was no longer charging. Subsequently, the pump battery depleted and the pump shut off. There was no reported impact to the customer's blood glucose level. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.